Manufacturer narrative:
On 25-mar-2021, mentor received additional information about the event. An updated explantation date of (B)(6) 2021 was reported. D6b explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-may-2021, mentor received additional information about the event: the bilateral capsular contracture is now reported to be baker grade iii. After bilateral explantation surgery, the patient underwent bilateral replacement with mentor memorygel breast implant 575cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-jun-2021, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Device evaluation summary: according to the information reported, the patient developed capsular contracture, granuloma, and experienced a rupture on the breast implant upon visual evaluation of the image provided in the complaint, the breast implant was observed with no apparent damage or visual anomalies. Scar tissue was noted in the picture. As the product involved in this complaint was not received, the device couldn¿t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture, right breast prosthesis rupture, right breast granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 500cc gel breast prostheses developed baker grade IV capsular contracture in both of her breasts. Bilateral capsular contracture was diagnosed via a physical exam. Additionally, rupture of the patient¿s right breast prosthesis was diagnosed by both mammogram and ultrasound. The ultrasound findings also showed that there are silicone-laden lymph nodes in the right breast. As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.